Event description:
The following information was received from global pharmacovigilance (gpv) and is a report from a nurse in the USA of peritonitis in a patient coincident with extraneal therapy. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was touch contamination. The patient was re-trained in proper aseptic technique. The peritonitis was not related to baxter pd solution , devices or disposable parts. The nurse adamantly declined to provide any further information.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this event involved use error and there was no allegation of a product malfunction. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because it was reported that the customer made a mistake/touch contamination. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.